Manufacturer narrative:
The second coil mentioned in this report. Lot# 120822h9 was manufactured on 08/22/2012, expiration: 08/22/2017. The third coil mentioned, lot# 130521h9 was manufactured on: 05/21/2013, expiration: 05/21/2018. Sample analysis: an evaluation of the actual complaint samples could not be performed as they remain within the patient. The user did not indicate the mvi coil(s) were the cause of the incident. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.

Event description:
(B)(4).